Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows all treatments on that day were finished successfully without any error or warning message. During the reported treatment the user needed longer time to get suction than usual, but there was no problem with the vacuum. The energy was stable during treatment day. No relevant deviation between planned and performed energy is detectable for the reported treatment. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The possible root cause for long suction time could be docking technique or patient eye anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with rainbow glare following lasik treatment of the right eye. Additional information received; the site had trouble getting suction on the right eye. They switched to the left eye for treatment and then went back to the right and gained suction. Further follow up received; there has been no additional intervention and the symptoms continue right more so thea left. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.